Event description:
It was reported patient underwent total hip arthroplasty on unknown date. Subsequently, a revision procedure was performed on (B)(6), 2012 for unknown reason.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.